Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
It was unknown what caused the reportable e006 issue. However, during troubleshoot via telephone, the technical support engineer advised the electrode may have been out of saline or may have ¿crusting¿ on the electrode tip. The e187 error may have been received due to the increased hf leakage current and the grounding pad may have been unnecessarily attached to the patient. The sales representative was able to resolve the customer¿s reported ¿foot pedal unassigned¿ issue by powering off, reseating the foot pedal connection and powering on. There were no reports of additional errors. As part of the investigation, olympus followed up with the customer to obtain additional information regarding the event but no further information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: technical cause for display of error code e187 error message e187 occurs if the high frequency leakage current has exceeded the limit of 150ma for monopolar application or 100ma for bipolar application. Possible causes are: 1. An incorrectly grounded instrument. 2. An incorrectly applied neutral electrode in bipolar mode. 3. The patient is in contact with the ground. 3c. 5. Hardware defect on the generator board (permanent error). Technical cause for display of error code e006: the reported occurrence of error e006 can be traced back to various causes. What they all have in common is that the electrical resistance between the two electrodes of the device that are in operation increases and the error message is then triggered. Originally, the error message e006 was intended to warn the user if a rinsing liquid with insufficient conductivity was used in saline mode. However, since the conductivity of the entire path can also be changed by other influences, error message e006 may also be triggered here. Possible causes are: 1. An accreting tissue deposit on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connection cable. 3. Increased contact resistance due to defective contacts on the feed dog or the connection cable. 4. The instrument is in a gas bubble during activation. This issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The sales representative reported on behalf of the customer that the user facility received an error message ¿foot pedal not assigned¿, when starting the hf electrosurgical generator. The sales representative reviewed the generator¿s recorded error log and identified errors e187 (increased hf leakage current) and the following reportable malfunction: e006 (non-conductive fluid). The reported event was found at an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e006 error could not be identified. However, it¿s likely the cause is related to the following: -when the electrical resistance between the two electrodes is increased. Originally, the error code was intended to warn the user if an irrigation fluid with a low conductivity is used. -if the conductivity is generally interrupted by other circumstances. -an increase in tissue on the electrode. -increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable. -increased transfer resistance due to defective contacts on the working element or the connection cable. -the instrument is in a gas bubble at activation. According to the investigator, regarding this error pattern, an improper handling of the affected device by the user cannot be excluded in general. Olympus will continue to monitor field performance for this device.